Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited an impedance anomaly. The lead was capped and replaced. No patient symptoms were reported. No additional information was available.